Event description:
Endoleak type 1a: minor endoleak type 1a remained. Tevar was performed in a semi-emergency operation to treat a giant aneurysm. After performing 2-debranching, the first relay pro stent-graft (28-n4-32-104-32u, 2206010231) was placed slightly above the aortic valve level, then the second relay pro stent-graft (28-n4-40-204-36u, 2203170141) was proximally placed from zone 1. The procedure was performed under rapid pacing because precise positioning of the stent-grafts was required. After balloon modeling, CT scan prior to embolization of the left subclavian artery revealed type 1a endoleak. CT scan was performed again after the embolization of the left subclavian artery, and it was confirmed that the endoleak had decreased but still persisted slightly. Since the second stent-graft was successfully placed just below zone 1 and no additional treatment was possible, the patient is kept under observation. As the endoleak is minor, the physician is hopeful that the endoleak will resolve naturally. Operation type: 2 debranch tevar blood loss: amount is unknown. No image available no pre-case plan available additional information may be available upon request (tc#bm230400734) patient outcome - "no harm to the patient health."

Event description:
Endoleak type 1a: minor endoleak type 1a remained. Tevar was performed in a semi-emergency operation to treat a giant aneurysm. After performing 2-debranching, the first relay pro stent-graft (28-n4-32-104-32u, 2206010231) was placed slightly above the aortic valve level, then the second relay pro stent-graft (28-n4-40-204-36u, 2203170141) was proximally placed from zone 1. The procedure was performed under rapid pacing because precise positioning of the stent-grafts was required. After balloon modeling, CT scan prior to embolization of the left subclavian artery revealed type 1a endoleak. CT scan was performed again after the embolization of the left subclavian artery, and it was confirmed that the endoleak had decreased but still persisted slightly. Since the second stent-graft was successfully placed just below zone 1 and no additional treatment was possible, the patient is kept under observation. As the endoleak is minor, the physician is hopeful that the endoleak will resolve naturally. Operation type: 2 debranch tevar. Blood loss: amount is unknown. No image available. No pre-case plan available. Additional information may be available upon request. (Tc#bm230400734). Patient outcome - "no harm to the patient health."